Event description:
Caller reported blood glucose results of 501 mg/dl, 294 mg/dl, 107 mg/dl, 120 mg/dl, and 126 mg/dl within 10 minutes on the aviva system. Reported no adverse event relative to discrepancy. A request was made for the return of the meter and strips, replacement sent.

Event description:
Nurse tested on herself and allegedly received the following results, with two different roche meters, within 10 minutes: 96 mg/dl (inform meter (B)(4)) and hi (greater than 600 mg/dl) (inform meter (B)(4)) no actions taken based on device results. Meter (B)(4) had been used previously on two patients, and no adverse event was reported for them. No adverse event reported for the nurse. Requested return of suspect device and replacement was sent.